Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. In the moment the device is investigate in our service laboratory. If we get new information, an investigation report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in netherland): "syringe empty after 15 minutes" nurse placed the syringe and put in a time of 2 hours, after 15 mins the syringe was empty. The history of this event was not present in the pump.

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). During the investigation of the history log files it could not be detected a deviation of the flow rate. At the visual inspection it could be detected that all cover caps on the screw pillars and the seal were available and undamaged. No visible damages could be detected. A delivery accuracy measurement was performed. All values according to the specifications of the technical safety check (tsc). Further a long term test was performed. For all functional investigation and measurements no deviation of delivery could be detected. The values of pressure cut-off as well as the motor power limitation was checked according the requirements of technical safety check. All values were within the specification. During the disassembling the device no damages inside could be detected. The complaint could be not confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification.